Event description:
On (B) (6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6), 2010. The patient denied using any other meter to test her blood glucose. The cca documented that the patient manages her diabetes with insulin (self adjuster). The patient claimed that due to the alleged meter power issue, she has increased her food and/or drink intake for the past month. A few days after the reported issue began, the patient claimed that she became "shaky and light-headed". The patient stated she treated herself by having more food and/or drink. During the troubleshooting session, the cca documented that the subject meter did not require battery replacement per the user's manual recommendation. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.